Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting no capture despite maximum device outputs. Therefore, a revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.